Event description:
It was reported that a pump malfunction occurred after the pump was dropped, displaying a malfunction code. There was no reported impact on the customer's blood glucose level. The customer contacted technical support, who provided the necessary information to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.